Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient had to go to the doctor¿s office on (B)(6) 2017 because there was a blood clot and a lot of liquids at the site where the device was. It was also stated that it looked like there was a rash similar to shingles in the same spot. They had their bandages changed and the symptoms evaluated. The patient stated that they didn't know what was worse, to be in pain and have a bowel movement, or not be in pain but be constipated. No further patient complications are anticipated or expected as a result of this event.